Manufacturer narrative:
Device evaluation. One unused suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar device complaints for this lot number. Ingress protection testing revealed that the seal had been breached. The user's complaint was confirmed. The root cause of the failure is attributed to mechanical creep that may have been caused by the shipping process or subsequent inspection by the distributor.

Event description:
The distributor reported that a sharp crease and creep were identified in the pouch of the kit during their initial inspection of received product. The device was not sent to a user facility.